Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6)2013. A call to technical services on (B)(6) 2013 states that this lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).